Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3777-75, serial# (B)(4), product type: lead. Product ID: 39565-65, serial# (B)(4), product type: lead. Product ID: 3777-75, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that both of the patient¿s inss had not been working for about six months. It was reported that the patient was trying to ¿get surgery on them¿ but they needed to see a manufacturer representative. It was reported that they both wouldn¿t charge and that they were getting an error code that they couldn¿t recall. The patient reported that they tried to recharge through their clothes, on the skin, and laying down and they still weren¿t able to. The patient noted that they couldn¿t even get the coupling boxes to come up. The patient's first doctor thought that the batteries were bad or the "lead was off" and that the patient would need surgery. The patient's second doctor told that patient that they needed to meet with a manufacturer representative. It was noted that the patient also had a return of pain about six months prior to the report. No further complications are anticipated.